Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083848/7084193, UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to experiencing burning sensation and was doing well postoperatively. Explanted device was not returned due to hospital policy.